Event description:
The customer reported a vent inop; data acquisition/ printed circuit board assembly/ analog digital converter (pcba adc) reference failed. There was no patient involvement reported.